Event description:
A report was received that the patients ipg had migrated towards the spine and was causing pain. The patient underwent a pocket revision procedure and was doing well postoperatively.